Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Is this device available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an animal surgery on (B)(6) 2025 and suture was used. It was reported that the dvm attempted to use the product during surgery but the item broke off and fell into the patient. The dvm was able to find the product. 0.1cm of the needle remaining connected to the thread. The rest of the needle broke off. No patient consequence has been reported. Device is available for return. Additional information was requested.